Event description:
The customer reported via phone call that they kept on having both low and high blood glucose on their insulin pump. The customer reported that they had a low blood glucose of 35 mg/dl while the insulin pump was in auto mode. They treated with glucose tablets. They had been experiencing low blood glucose since the beginning of august. The customer¿s current blood glucose was 114 mg/dl. Troubleshooting was performed. The reservoir was showing more insulin than what was shown on the status screen. It is unknown if the insulin pump will be returned for analysis.